Event description:
A caller reported a malfunction identified as code 199 on the tandem source pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not reappear. The customer was advised that it was safe to continue using the pump and to contact support again if the issue reoccurred.